Event description:
It was reported that during testing conducted at the manufacturer facility, a piece of an attachment was found in a core sumex drill. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, a piece of an attachment was found in a core sumex drill. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation is in progress.

Manufacturer narrative:
During the device evaluation, it was found that the rotor of the core sumex ms1 was damaged, which can cause an attachment to become lodged into the drill, and may have lead to the reported event of the mechanical damage of the attachment.